Event description:
In (B)(6) 2024, a patient underwent a posterior cervical fusion procedure at levels c1-c2. Around 3 months postoperatively, a radiograph image revealed a screw at c2 had broken at the neck.

Manufacturer narrative:
The implant remains in situ. Radiographs were provided which confirm the event of a broken screw at the c2 level. The lot number was not provided; therefore, a review of device history records cannot be performed. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components. Postoperative management: patient should be informed and compliant with the purpose and limitations of the implant devices. The surgeon should instruct the patient regarding amount and time frame after surgery of any weight bearing activity. The increased risk of bending, dislocation, and/or breakage of the implant devices, as well as an undesired surgical result are possible consequences of any type of early or excessive weight bearing, vibratory motion, fall, jolts, or other movements preventing proper healing and/or fusion development. In the case of delayed, mal-, or non-union of bone, the patient must continue to be immobilized in order to prevent bending, dislocation, or breakage of the implant devices. Immobilization should continue until a complete bone fusion mass has developed and been confirmed.